Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during use of the listed device on a home-care user, the user developed diabetic ketoacidosis and required hospitalization. User reported that they have had difficulty with the infusion sets remaining adhered to their skin. No permanent adverse effects to pt reported.